Event description:
New information states that the lead was micro-dislodged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Loss of capture and high capture threshold was noted on the lead. An x-ray was obtained and the lead was reprogrammed. The lead was later explanted and replaced. The patient was stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measured helix extension length was within specification. The reported events of high pacing threshold and loss of capture were not confirmed. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.